Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a "red alarm need service" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "red alarm need service" alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not reproduced. The device has passed the evaluation according to the service manual. No valve replacement is required. The device arrived without a disposable battery. In addition, connectors in good condition, missing cover filter, housing dirty with dust and glue.